Event description:
It was reported that within one day of implant, the patient experienced a mild, "hemodynamically not relevant", pericardial effusion. The effusion was adjudicated as related to the procedure. No further actions were taken and the leads remain in use. No further patient complications have been reported as a result of this event. The patient was noted to be part of the (B)(6) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: a3dr01 implantable pulse generator, (B)(6) 2013. (B)(4).

Event description:
It was reported that within one day of implant, the patient experienced a mild, "hemodynamically not relevant", pericardial effusion. The effusion was initially adjudicated as related to the procedure, but the next day changed to "unknown rv (right ventricular)-lead related." No further actions were taken and the leads remain in use. No further patient complications have been reported as a result of this event. The patient was noted to be part of the 5076mri study.